Event description:
The customer was called by a company representative to follow up on the customer's outreach response and the customer reported she believed the insulin pump is failing to alarm. The customer explained that she will receive a lo reservoir alert when the reservoir has 20 units left but the insulin pump does not alarm when the reservoir is empty. Customer was advised that the insulin pump should alarm for empty reservoir or no delivery. Blood glucose value is unknown. Customer was unable to perform the high pressure test as she did not have a tubing clamp at the time. Customer was advised to call back when able to complete troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.